Event description:
On (B)(6) 2014, the reporter contacted animas alleging an elevated blood glucose with abdominal pain and nausea associated with multiple loss of prime warnings. Troubleshooting of the issue indicated that the insulin cartridge was not being used properly per the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia related to use error of the insulin cartridge.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.